Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that when the dilator was inserted into the sheath, a kink was found on the tip of the dilator. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was originally reported the dilator was kinked however based on good faith efforts information received the dilator was damaged.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged. Further analysis found the inner rim of the shaft's proximal end had excess adhesive, suggesting the dilator was potentially obstructed during insertion, resulting in the observed damage.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that when the dilator was inserted into the sheath, a kink was found on the tip of the dilator. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was originally reported the dilator was kinked however based on good faith efforts information received the dilator was damaged.